Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 22 of 23 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of 21 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customer. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes 23 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.